Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl. Customer treated high blood glucose with their pump. Customer states that infusion set tape is seems to be too big for the serter and cannula was bent. Customer declined to troubleshoot for high blood glucose. Pump and serter was to be returned for analysis